Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device confirms that the tibial plate has fractured and all pieces were returned. Sem states that the visible tibial tray fracture surface artifacts suggest a possible fatigue fracture originated on the central posterior ridge & the fracture proceeded outwardly. The xrf scan photo in verifies the tray metal as ti6-4 titanium alloy. The device has a potential field age of over 8 years with an unknown number of uses. The DHR was reviewed and no discrepancies relevant to the reported event were found. It was reported that bone stock in the posterior medial portion of the tibia was very poor which could contribute to the event. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6), implant date - 2014, customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to tibial fracture approximately 4 years after initial surgery.